Event description:
Event description guidant received information that this guide wire broke during an attempt to advance it through the lumen of a competitor's coronary sinus lead. All wire pieces were removed from the patient. No adverse patient effects have been reported.